Event description:
It was reported that before an unknown procedure, sterility package (plastic) splintered by opening of the package so that the nurse almost got hurt by cutting. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this case was a pt with a very large pda. The ductus was mildly conical in shape with the narrowest dimensions at its insertion into the main pulmonary artery (mpa) although there was minimal constriction there. The catheter size was not provided nor was there any marker catheter or other way of calibrating to know the exact ductal dimensions. It is unknown how this defect was sized. Nevertheless, this ductus was quite large. A 14/12 amplatzer® duct occluder (ado) was placed in a transvenous fashion. This device appeared to be well seated in the ductal ampulla although the waist on the device immediately behind the aortic retention disc did not appear to oppose the vessel wall and likely would have resulted in persistent residual shunting. The device was deployed yet not released and therefore removed. A 17mm amplatzer® septal occluder was then deployed but did not fit into the ductus well and was therefore removed. A 16/14 ado was then placed in the pda. Initially the ado appeared to be well seated in the ductus; however, the waist did not oppose the vessel wall well. The device was pulled further into the ductal ampulla toward the mpa. Since the aortic retention disc was larger than the aortic ampulla, this caused the aortic disc to invert on itself and assume a concave shape when viewed from the aorta. The device was released in this position. It is assumed that this was done to reduce the possibility of the aortic disc extending into the aorta. Once the device was released, it appeared relatively stable initially although it was still not fully opposed to the vessel wall. The device then embolized to the left pulmonary artery because once the aortic disc was inverted, it was relatively easy for the greater pressure in the aorta to continue to invert the aortic disc further which would decrease its diameter and allow it to be pushed through the ductus into the pulmonary artery. The radial forces that the aortic disc can produce against the vessel wall are decreased once the disc is inverted. Aga medical could not evaluate the ado involved in this incident since it was not returned to us. According to aga's medical consultant, pulling the ado from the mpa into the ductus to such an extent that the aortic retention disc inverted led to the embolization. At one point prior to pulling it further into the ductus it appeared to be in good position and could have been released; however, pulling it further toward the mpa resulted in an embolization.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer duct occluder involved in this incident since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive since the implant images were not provided to aga medical for review. Implant images are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
An amplatzer occluder was attempted to be implanted in a patient with a large ductus. A 14/12 amplatzer duct occluder (ado) was initially attempted but was determined to be too small. A 17mm amplatzer septal occluder was then attempted but still did not close the ductus effectively. A 16/14 ado was then implanted; however, twenty minutes later, it embolized and the patient was sent to surgery for device removal. Additional information has been requested, including imaging of the implant procedure, patient and device information, date of event and patient's status, but has not yet been received. Should additional information become available, a supplemental report will be filed.